Event description:
End user alleges while operating the power wheelchair she drove off the edge of a curb and the unit went over on its side. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of power wheelchair suspected. The end user reported driving the unit off the edge of a curb. The owner's manual warns, "never attempt to drive a power wheelchair off or up onto a curb, stairs higher than 1.5 inches, or an escalator".